Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump to transmitter, battery lasts less than expected, grinding noise during rewind, the battery-failed alarm, diminished transmitter battery life, transmitter gets stuck in calibration loop, and sensor update alert. The customer reported no adverse event. The event involved products mmt-7841zn, mmt-1884, and mmt-7040a. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test, prime/seating, rewind, basic occlusion, occlusion test, force sensor test, and self test. No rewind anomaly or failed batt test noted during testing. Unit was monitored and no charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. On adapt, no relevant alarms were noted to confirm customer's concern for failed batt test or charge/battery lasts less than expected. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. A calibration value was manually entered, and unit displayed the programmed value properly on the unit's graph. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: damaged display window cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and scratched case. In summary, customer concern for no com pump to xmtr, rewind anomaly, failed batt test, and charge/battery lasts less than expected not confirmed. Unit passed testing within spec and no unexpected alarms were noted. Communication between pump and transmitter was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.